Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "staple jamming". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "staple jamming". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of (B)(6) visistat 35r 6/box for investigation. The bottom component of the complaint sample was observed to be positioned incorrectly. The staples were observed to be severely misaligned. Per DHR the product visistat 35r 6/box lot # 73h2300100 was manufactured on 08/02/2023 a total of (B)(4) pieces. Lot was released on 08/16/2023. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature.